Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). It was reported that the shocks were due to the stimulation being too strong. The pt was to get an injection in their back to help the pain. The pt will have a new battery in the spring because the current one was getting low.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). It was reported that the shocks were due to the stimulation being too strong. The pt was to get an injection in their back to help the pain. The pt will have a new battery in the spring because the current one was getting low.

Event description:
Additional information was received from the patient (pt). It was reported that the pt's pain came from their scoliosis and arthritis in the neck. The shocks were due to the stimulation being too strong. The pt was to get an injection in their back to help the pain. The pt will have a new battery in the spring because the current one was getting low.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated that they had this ins since 2017 and lately they were not getting "absolutely no relief at all". Pt was curious about what could be the signs when the battery needs to be replaced already and mentioned that they will talk to their doctor about the possibility of getting the ins replaced if needed. Pt mentioned that the only part that they were getting stimulation was through their legs like when they lay down, they could feel it pulsating down through their legs however as far as their back which was the "main part" that they have, "they were in agony". Pt mentioned they were programmed by the rep with two "channels" (1 and 2) and they tried to increase it, however they got a massive headache, and it was too strong. Pt confirmed that it's been 6 to 7 months since they were not getting relief and they've been getting shocks and said that they were just not helping. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.